Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient's pump had been empty for 4 months and their alarm had been going off every 10 minutes. Th patient stated that they needed a "bolus unit" to deactivate the batteries in their pump. The patient reported that the pump alarming was "driving [them] insane". The patient noted that they no longer need the pump because they don't want narcotics anymore. No symptoms were reported related to the pump being empty. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported on 2018 (B)(4) that the pump had been empty for 7 months. The patient moved and did not have a doctor to fill it. The patient had not been able to get the pump removed and wanted it removed. The patient had a chest scan in the emergency room when she was having heart issues in the past. The patient had not had a scan of the pump. The patient was robbed and her personal therapy manager was stolen. The patient was redirected to a healthcare professional. It was reported on 2018 (B)(6) that the patient was still working on resolving the empty pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the manufacturer representative was assisting with having the alarms silenced (refer to MFR report #3004209178-2018-03457). The pump was updated to minimum rate mode and programmed to a full volume. The reported dosage was 5.996 mg/day at a concentration of 20 mg/ml. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient moved and did not have a doctor. The empty pump was resolved. It would be removed and a manufacturer representative came to the office to silence the alarm. No further complications were reported.